Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with debris on the lens. Visual inspection found optic deformed and haptic bent and deformed. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant; acd<3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 of -9.5/1.0/008 (sphere/cylinder/axis) implantable collamer lens was implanted in vertical position into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a spherical lens of the same length and the problem resolved. In the reporters opinion the cause of the event is unknown.